Event description:
During a coronary drug eluting stenting treatment procedure, balloon deflation difficulties occurred. The physician obtained access through the femoral artery. The lesion in the circumflex (cx) artery was predilated with a 20mm balloon. The physician then placed the taxus express2 2.75x32mm drug eluting stent and deployed the stent with an apex sedat indeflator. When the physician tried to deflate the balloon using the inflation device, the balloon would not deflate. The physician used a 50ml syringe to deflate. Patient status was reported to be satisfactory.